Event description:
It was reported that upon opening the package, foreign material was allegedly observed on the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one impra eptfe patches was received for evaluation. Upon visual evaluation, yellowish discoloration was noted with packaging along with black specs. No functional performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported contamination issue as foreign material were noted inside of the inner packing. A definitive root cause for the alleged contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2027), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, foreign material was allegedly observed on the device. The procedure was completed using another device. There was no patient contact.